Event description:
Hill-rom received a report from the account stating the bed exit alarm is too low. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support found the external buzzer kit to be damaged. The account will replace the external buzzer kit to resolve the issue. Based on this information, no further action is required.